Event description:
During surgery, the fixation post feature detached from the device and embedded itself in the cervical plate. The post was retrieved after all the screws were fully inserted into the plate. Surgery was successfully completed.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.